Event description:
It was reported by service report that the bed did not have motor functions and the power cord sheathing was cut. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motor control board.